Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1mncu, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot#: va1mncu, implanted: (B)(6) 2018, product type: lead. See regulatory report # 2649622-2018-02682 for other leads (lot#: va1mncu) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient after stage 1 implant surgery. It was reported due to the patient having to come off of a certain medication for surgery, the patient had a stroke three days later. The patient complained of blurry vision in the right eye. The stage 2 implant surgery was planned for the day of the report but it was postponed to a later date. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient's status was unknown at the time of the report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via the rep indicated the patient was on eliquis for atrial fibrillation which was not indicated to be related to their device or therapy. It was further noted the stroke was not related to their device or therapy. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.